Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: one unexplained power on reset observed in the black box. Battery compartment is cracked above & below the bumper pad. Corrosion observed inside battery compartment. Battery cap was not returned. Test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24hr duration test; no por¿s were duplicated during this time. Leak test fails with battery compartment leak. Removed pump cover; no further evidence of moisture was observed on the pcb or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.